Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink has black marks on the display. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged issue was discovered. The patient denied developing any symptoms as a result of the reported meter issue. The patient also denied receiving any medical intervention/treatment after the alleged issue began. During troubleshooting, the csr noted, the patient was not using the subject meter for the first time and that there was no misuse of the lfs product. A replacement meter was sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
((B)(6) 2011): the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked / broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.